Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon: (B)(6), product: attune, complaint overview: lifting of tibial implant out of the prepared tibia during final reduction. Patient details: female, (B)(6), pre op observations: hyper extension in knee. Twenty (20) degree fixed valgus deformity. Details of product complaint: event took place while cementing in final implants. Knee placed in flexion to gain access to implant components tibia subluxed forward to access and implant tibial tray. On reduction, the prepared femur would put force on the posterior part of the tibial tray causing the tray to lift out of the tibial bone. Tibial component dropped on the floor by accident. New tibial component opened. An additional assistant was brought in to help with the final reduction: one assistant to pull tibia forward, one assistant to lift femur, surgeon guided reduction while keeping tibial tray in place. Femoral component implanted. Tibial insert trial placed in. Knee put out to extension to allow cement to set. Definitive tibial insert implanted. Component details: attune tibial base size 4, fixed bearing (1506-00-004). Lot: 8678183. (This component was dropped and not used) attune tibial base size 4, fixed bearing (1506-00-004). Lot: 8611368. (Component implanted)